Event description:
A customer contacted beckman coulter inc. (Bci) regarding "high" troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for multiple pt samples. Customer states that they have obtained numerous "high" accu tni results from their dxi 800 analyzer. Repeat results on the dxi unit were sometimes lower, but had also been higher on repeat. When these samples were rerun on a different instrument, results were always lower and "discordant" to the dxi system. Elevated "erroneous" results were not reported out of the laboratory. Customer did not provide data with specific results. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
The specimens are collected in bd plastic 3.0ml lithium heparin plasma tubes with gel separator. The samples are centrifuged at 3,600 rpm for 10 minutes. No qc or system check data was provided by customer, despite repeated requests from a customer technical service (cts). A field service engineer (fse) was dispatched: the instrument was due for a preventive maintenance (pm), which was performed. The fse changed aspirate probes and replaced peri-tubing. The fse verified all pipettor alignments. Qc performed with good results, and system verification testing passed all protocol. Per fse, no hardware issues were identified. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.